Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. A1: patient identifier: (B)(6). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient underwent removal of advanced retrograde femoral nailing (rfn) nail and two 5mm locking screws due to nonunion of a right femoral fracture.

Manufacturer narrative:
This report is for an unknown 5mm locking screw/unknown lot. Part and lot number are unknown; UDI number is unknown. Partial part number reported as 04.005.5xx. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the patient underwent removal of advanced retrograde femoral nailing (rfna) nail and two 5mm locking screws due to nonunion of a right femoral fracture. Surgeon removed implants without incident, then used a reamer irrigator aspirator (ria) to collect bone graft. Surgeon then implanted a new advanced retrograde femoral nailing (rfna) nail after correcting alignment and placed bone graft in the nonunion site. Patient experienced delayed healing. The procedure was successfully completed with no surgical delay reported. This report is for an unknown 5mm locking screw. This is report 2 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6- the image was reviewed, and the complaint condition cannot be confirmed. There are no product defects visible. A slight bend can be seen in the distal locking screw, but an analysis provided by medical safety officer dr. Appleyard (email attached) indicates it is likely that the proximal locking screw was either never implanted or was removed to encourage dynamization to assist with healing of the fracture. In this situation the distal screw condition is expected and does not represent a product defect. There was no lot number provided, therefore a manufacturing record evaluation cannot be performed. A definitive assignable root cause could not be determined based on the provided information. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed during the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. There was no lot number provided, therefore a manufacturing record evaluation cannot be performed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.